Event description:
When using the breast board for a heavy pt treated with an elevation of 25 degrees. The support leg escaped from its indexed position as the pt trying to reposition self on the board. This resulted in the board folding down and pinching one of the pt's fingers. The pt was sweating and in spite of the paper covering, the board remained stuck to the pt and was lifted before falling.